Manufacturer narrative:
(B)(4): continuous activation: conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent laparoscopic removal of a right ovarian mass on (B)(6) 2010. During the procedure, the disposable handpiece was inserted into the patient's body and when plugged in, the blade began to spin. The surgeon unplugged the device to remove device from the patient. The surgeon completed the procedure by extending the incision so that the mass could be removed. The mass was a large hemorrhagic cyst with torsion. The patient was discharged less than twelve hours after the procedure in good condition.